Event description:
Caller reports that during a correlation study, the following coaguchek xs unit c/coaguchek xs unit t/lab results were obtained: 1: 3.4 inr/4.6, inr/2.5 inr, retest: n/a 7.4 inr, 2: n/a 6.8 inr/2.2 inr, 3: 3.2 inr/4.7 inr, 4: n/a >8.0 inr/2.5 inr, 5: n/a 6.6 inr/2.2 inr, 6: n/a 5.0 inr/2.3 inr, retest: 4.7 inr, 7: n/a 2.7 inr/1.7 inr, retest: n/a 5.4 inr, 8: 3.2 inr/>8.0 inr, 9: 3.1 inr/>8.0 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in unit t (lot number and expiration date unknown). Reference medwatch report with patient identifier (B)(6) for the suspect device used in unit c.